Manufacturer narrative:
Concomitant products: product ID: 3487a, lot# j0337547v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a, lot# j0313912v, implanted: (B)(6) 2003, product type: lead. Product ID: neu_adaptor_acc, lot# serial# unknown, product type: accessory. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a, lot# j0313912v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a, lot# j0337547v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported that during a battery replacement surgery the impedances were checked. The doctor first checked the 2x4 pocket adaptor to the multi-lead trialing cable (mltc) and they saw higher than normal impedances. The patient was unable to feel stimulation up to 10v. The pocket adaptor was replaced and electrodes 0 through 3 impedances of 0/1 1940 ohms, 0/2 3533 ohms, 0/3 4635 ohms. Electrodes 4 through 7 were all in the high 3000s and electrodes 8 through 11 were >10000 ohms. The doctor decided to check the lead-extension connection so they opened up at the connection and the lead ¿popped¿ out. Both leads were out of the epidural space so the doctor decided to remove all the components. The cause of the high impedances was thought to be due to the leads being out of the epidural space. The patient was scheduled for a re-implantation on (B)(6) 2015. The patient status at the time of the report was unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that when the patient was getting a new neurostimulator (ins) put in, the battery was not compatible with the already implanted lead. It was reported they had to completely remove it and implant a new one. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the patient weighed (B)(6) at the time of the event. No further complications were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.